Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 37612, serial# (B)(4), implanted: (B)(6) 2016, product type: implantable neurostimulator. Product ID: neu_ptm_prog, serial# unknown, product type: programmer, patient.

Event description:
A consumer whose indication for use is parkinson's dual and movement disorders reported the implantable neurostimulator (ins) had turned off unexpectedly on (B)(6) 2016. The circumstances which led to the ins turning off were unknown, circumstances were usual. The patient was not given a new programmer and only had the programmer for their previous device. The patient was getting low batteries for patient programmer. The patient was told to change batteries and if that had not helped to call back. The patient was assisted in turning the ins back on and when she turned it on she could feel tingling in the left side. No patient symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.